Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the patient was in a store and sat down. Then she started having convulsions and lost consciousness. Someone at the store called an ambulance and the patient was taken to the hospital and admitted overnight. At the hospital they took measurements; the bg reading was 9.0 mmol/l and the cgm 4.4 mmol/l (not specified if this was taken after treatment). The patient was treated with serax (oxazepam). There was no treatment documented for hyper/hypoglycemia. The patient was discharged from the hospital the next day. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). E1: (B)(6).